Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025.the sensor's site is the right upper arm from the user. It was confirmed that an incision was made to attempt to remove the sensor.sensor was palpable before the incision. Transmitter, ultrasound and magnet weren't used to localize the sensor.